Event description:
The pt was admitted to hospital with a blocked nephrostomy tube (cook ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter). The physician was unable to remove the catheter due to encrustation within the drain . The pt was sent to surgery to have the catheter surgically removed & new catheter placed. No device will be returned for investigation. Additional info has been requested but not provided by the reporter.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and specifications have been conducted for the purpose of this investigation. The complaint device was not returned for investigation and the product lot # was not provided. It appears from the customer's statement, that the device had been in place for some length of time. However, dwell time of the device is not given in the customer statement or case information. However, from the customer's statement, encrustation within the lumen of the catheter led to the need for surgical intervention for removal and placement of another device. Qc requires personnel perform the following inspections: "confirm correct placement, amount, size, and general appearance of sideports. Sideports must be clean and free of excessive clutter or roughness. Sideports must not collapse when catheter is pulled taut. Inspection methods are in place to visually examine and measure with correct size pin gauge or calipers. Every order is 100% inspected. To confirm that the appropriate size wire guide will pass freely through inside lumen and end hole of catheter. The wire guide must have a smooth transition with distal tip of catheter. Also requires to confirm that the distal tip of the catheter is free of nicks, splits and debris. Because the lot number was not provided, a search of production records, nonconformance reports and field complaints for the same lot could not be performed. The device is shipped with IFU. The IFU includes the warning, "if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed." The IFU also includes the precautions, "catheters should be irrigated on a routine basis to ensure function," and "patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." Based on limited information, the root cause of this incident is inconclusive. There is a possibility to suggest that the encrustation was caused by improper maintenance of the catheter, however, without information on dwell time, or other information or images of the device, the root cause remains inconclusive. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
The patient was admitted to hospital with a blocked nephrostomy tube (cook (B)(6) locking loop multipurpose drainage catheter). The physician was unable to remove the catheter due to encrustation within the drain. The patient was sent to surgery to have the catheter surgically removed & new catheter placed. No device will be to returned for investigation. Additional information has been requested but not provided by the reporter.

Manufacturer narrative:
Ult8.5-38-25-p-5s-cldm-hc. Expiration date unk as lot # is unk. Age of device is unk as no lot # was provided. (B)(4).